Event description:
The physician attempted to use a neuron but found that the tip was crimped when taken out of the packaging. Another was used successfully.

Manufacturer narrative:
The DHR of this mfg lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra 02/2010 update to the FDA warning letter dated 12/31/2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6cm) shaped tip, lot number l14028. The DHR review of final assembly (lot# l14028) indicated that 100% inspection of the devices resulted in 0 visual rejects. (B)(4). In addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the mfg process. The parts released in this lot met process requirement.